Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and a third party field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the battery is dead. There was reportedly no patient involvement. Available details indicate that the device failed the operational check, specifically the device emitted a single chirp and issued the "replace battery" message. It was recommended to replace the battery to resolve the issue or to remove the device from service. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Customer was provided eol letter. Device and battery are not expected to be returned. Device remains at the customer site. Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the cause of the reported problem was faulty battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the battery test failed and the device gave a message to replace the battery.